Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose was 375 mg/dl. The customer declined further troubleshooting, therefore no additional information was provided.